Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 10/21/2019. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing could not be performed as the lot expired on 22-sep-2019, prior to the investigation initiation date of 23-sep-2019. No deficiency has been identified for ctni cartridge lot k19052a.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result on a (B)(6) year old female patient with rapid pulse. There was no additional patient information at the time of this report. Return product is not available for investigation. Patient #1: (B)(6). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. Based on the patient's clinical picture there is no evidence the patient suffered an mi. There have been multiple requests for information but to no avail. The investigation is underway. Per I-stat system manual: art: 714258-00q reportable range: 0.00 - 50.00 reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results) reference range: 0.00 - 0.08 (represents the 0 to 99% range of results)